Event description:
Per the clinic, the patient experienced edema and infection at implant site and subsequently was administered with oral antibiotics on (B)(6) 2017 for a duration of 10 days. However the issue was not resolved and it was found that the area at implant site was ulcerated; subsequently the patient was placed under general anaesthesia and underwent a procedure to drain and suture the site (date not reported). On (B)(6) 2017 the patient's device had extruded resulting in the decision to explant the device; subsequently the patient's device was explanted on (B)(6) 2017.